Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information received: a voluntary medwatch report form was received from hospital risk manager, however there is no mw number generated on the form, so it is unknown if customer has filed this report with the u.s. FDA. The form from customer, without report number, has been attached to this medwatch report from manufacturer. Attempts were made to obtain additional information and to retrieve the device and the following additional information was received. If the device or further details are received at a later date, a supplemental medwatch will be sent. Also, additional information was requested and the following was received: a manufacturing record evaluation was performed for lot#/batch a94283p02 provided and was found that doesn't correlate to any product code, could you please provide the correct lot #/batch? I believe the product was sent back based on what I am seeing in the history of the complaint. Unfortunately, I do not have the product or the box.2. Was the device locked on tissue with the jaws closed? Unknown. If yes, how was the device removed? Unknown. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button)? Unknown. Did the jaws eventually open? Unknown. If the device is available to send back for analysis, to whom should the return shipper kit and no-charge replacement product be sent, please provide: I believe the product was sent back based on what I am seeing in the history of the complaint. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. FDA statement from 100673625 rev 7: page 10 of 59 (6.5.3).

Event description:
It was reported that during a laparoscopic appendectomy, when it was time to use the articulating linear stapler, used two reloads, and stapler was still working. Stapler would not open after third fire. A new stapler was used as replacement to finish the surgical procedure. There was no harm to the patient and no meaningful increase in surgical time.